Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is completed on the sample evaluation outlined below. The returned instrument was received at the investigation site in its inner and outer blister and covered with the tyvek lid foil showing the lot information. The instrument was provided in an opened state and shows sign of surgery residues. The device was visually inspected with the aid of a photomicroscope with various magnifications. The visual inspection showed no abnormalities such as deformation or other defects on the instrument. The product was then functionally tested, and it was noticed that the forceps gets stuck in a closed position, while the actuation mechanism itself is still in working condition. The forceps can only get opened again by manually pushing down the metal shaft, indicating that the bonding connection between the shaft and stiffening sleeve got broken. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during a vitrectomy surgery the ophthalmic forceps failed to close its tips when grasping the epiretinal membrane in the macula area. The procedure was completed after replacing the forceps with another one. No patient impact was reported.